Event description:
It is reported that the catheter was inserted at a neonatal intensive care unit of a hospital that places approximately 200 catheters per month by an experienced PICC team. Catheter was placed in a patient on twenty-fifth of july without any complications. Before installation, nurses checked catheter's integrity and permeability flushing it and after measure the patient they trimmed catheter at the distal side of it at 20cms. Catheter was used to administrate antibiotics, vancomycin with metriset and amikacin with a 1 ml. Syringe. After approximately 24 hours when they going to infuse meds they observed that a leakage was taking place right on the connection between the hub and wings with the catheter. They automatically stopped the procedure and by the moment they checked the catheter, it was completely detached from wings and hub. They decided to removed catheter and then reported the incident to their supervisor.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.